Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of damage to the stylet was confirmed and was found to be use-related. The returned product was one 5fr d/l groshong nxt catheter with tls stylet. Blood residue was visible on the returned sample. An approximately 54cm-long segment of polyimide coating was separate from the stylet, and approximately 19cm of coating was left on the proximal end of the stylet. Microscopic examination of the polyimide coating ends revealed granular, irregular edges. The distal end of the coating revealed impressions left by magnets when the stylet was bent, but no magnets were found. The distal tip of the stylet wire revealed a flat, smooth manufactured end. Examination of the catheter revealed no mechanical damage on the external surface. Infusion and aspiration through the catheter did not retrieve any pieces or components of the stylet. The catheter was patent with no leaks observed. Frictional comparison to the coating segment while wet and dry revealed that its hydrophilic properties were functional. A lot history review (lhr) of reye2375 showed no other similar product complaint(s) from these lot numbers.

Event description:
Reportedly, a wire issue with double lumen PICC no details at present. (B)(6) 2015. Examination of the returned sample under magnification shows that the guidewire is missing a section close to the tip of the guidewire.